Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and high pacing thresholds. It was noted that measurements began to increase 9 months prior to follow-up with an abrupt increase approximately 6 months after the increase was first observed. Device testing was performed while the patient was in clinic and in-range impedance measurements and decreased pacing thresholds were observed in unipolar pacing configuration. As such, therapy was reprogrammed to unipolar and the patient will undergo a non-urgent lead revision at a later date to be determined. No adverse patient effects were reported. This system remains in service.